Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the heater line disconnected from the heater bag at the connection. This event occurred during drain one of five while the patient was connected. The patient was unsure if the connection was connected properly so they disconnected and reconnected the heater bag to continue draining. The technical service representative (tsr) explained the proper procedures for disconnecting and reconnecting the solution bags and assisted the patient to end therapy. The patient would set up with all new supplies. There was no report of patient injury or medical intervention associated with this event. No additional information is available.